Event description:
Agent ide study . A 2.25 mm x 20 mm synergy drug eluting stent implanted in the mid left circumflex (lcx). On (B)(6) 2024, the subject presented to hospital with complaints of ongoing anginal chest pain which relieved on rest or sublingual nitroglycerine and fatigue with dyspnea on exertion. On the same day, subject was admitted to the hospital for further evaluation and treatment. At the time of event the subject was on aspirin and prasugrel. On the same day, ECG revealed non-specific st and t wave abnormality. Diagnostic coronary angiography revealed 65% in stent restenosis at mid lcx. Treatment was completed with 3.00 mm x 15 mm nc emerge monorail followed by brachytherapy, 3,00 mm x 15 mm wolverine cutting balloon and 2.00 mm x 12 mm emerge balloon. Post revascularization, 0% residual stenosis was noted with timi flow of 3. On (B)(6) 2024, the subject was discharged with dapt. On (B)(6) 2024, the event was considered to be resolved/recovered.